Manufacturer narrative:
(B)(4).

Event description:
It was reported that an anxious patient with the fear of phantom shock presented in the emergency room. The lead exhibited high pacing lead impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2016. The patient presented for post-implant check-up on (B)(6) 2016 and was in stable condition. A defibrillation test was performed successfully and the patient will continue to be monitored.